Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that venous closure of a right common femoral vein was attempted using two proglide devices with a 6f sheath after a diagnostic procedure. Reportedly, no link or suture was present when the plunger of both proglide devices was removed. A third proglide device was deployed; however, did not achieve hemostasis. A fourth proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.